Manufacturer narrative:
The device was received for evaluation. During functional flow rate testing, the device was found to deliver within specification. A system error 110 was not reproduced. A review of the event history log revealed 'system error 110'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'not infusing what was programmed' was not verified. The reported 'system error 110' was verified. The cause of the error was not determined. The pump motor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump started beeping system error 110 ( pic counts cam error) several times during therapy at the medical surgery nursing unit. The pump was set to 150ml per hour but only recorded 162ml total infused in three hour. The device was removed from the patient. There was no known patient injury or medical intervention associated with this event. No additional information is available.